Manufacturer narrative:
After attempting to adjust the brake, the account replaced the worn brake casters to repair the bed.

Event description:
The account alleged that the brake casters are ratcheting when in brake.